Event description:
The manufacturer received information alleging an oxygen concentrator was not providing oxygen and the patient became cyanotic. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator that allegedly was not providing oxygen and the patient became cyanotic. It was reported by the reporting facility that no medical intervention was required. The device was returned to the manufacturer's quality investigation laboratory for investigation. The device's sieve material was found to be contaminated causing the oxygen concentration to be low. The device had evidence of physical damage and nicotine contamination. The device was found to have evidence of tampering. The front and back enclosure was found to be incorrectly mated causing the inlet tubing to be pinch. The device was found to alarm to design specifications. Product labeling states," in the event of an equipment alarm or if you are experiencing any signs of discomfort consult your home care provider and/or your health care professional immediately. Oxygen generated by this concentrator is supplemental and should not be considered life supporting or life sustaining. In certain circumstances oxygen therapy can be hazardous; any user should seek medical advice prior to using this device." "Your home care provider is responsible for performing appropriate preventive maintenance at the intervals recommended by the device manufacturer."